Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient verified that there were no extra background applications running or extra bluetooth devices running. Advised patient to try a new sensor and reviewed the sensor insertion process with patient. No additional patient or event information is available.